Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer is experiencing high blood glucose levels. Customer's blood glucose reading was over 600 mg/dl. Nothing further reported.